Manufacturer narrative:
There was no product information or initial reporter information on the medwatch report that was received. Therefore no addiitonal information can be obtained. Without additional information and product information, the complaint cannot be investigated. Based on the above information, no further actions are required and this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional informaiton pertinent to the investigation, a subsequent follow up report will be submitted.

Event description:
The report was received via mw5147332 from the FDA. The reported event was that after a da vinci-assisted surgical procedure, a patient burn was noticed at the port site. The customer initially reported that the burn was from the erbe generator. Upon additional follow-up it was noted that the surgeon was using a bovie monopolar cautery pen during port placement. The size of the burn was reportedly small with an unknown severity and was treated with burn ointment. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22